Manufacturer narrative:
This report is submitted on dec 29, 2023.

Event description:
Per the surgeon, the patient no longer receives benefit from his baha. The abutment was removed under a general anaesthetic.